Event description:
The pt alleged that the one touch ultra meter was reading inaccurately erratic. The readings were 186 mg/dl, 157mg/dl, 99 mg/dl, 182 mg/dl and 211 mg/dl on a day to day basis. There is no time difference stated for these readings. The pt stated they had symptoms of feeling tired. A medical professional was contacted for advice, however no treatment was noted. The pt took their oral medication for diabetes. The customer care rep performed troubleshooting and the pt stated that some of the strips in the vial are peeled before insertion attempt and some peel during insertion attempt. With a new vial of test strips quality control solution test passed. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.